Manufacturer narrative:
The device was not returned and the lot number is unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking. The nurse noticed that the transfer set was leaking between the twist clamp and blue holder when the opened the twist clamped to perform a flush of the line. The device was connected to the patient at the time of this event. To resolve the issue the device was replaced, and pd therapy was continued. There was no patient injury or medical intervention associated with this event. No additional information is available.